Event description:
It was reported that and occlusion alarm occurred. As a result, customer went to the emergency room and was subsequently admitted to the hospital with an elevated blood glucose (bg) level of 508 mg/dl and high ketones that the health care professional determined to be dangerous and life threatening. Customer attempted to bolus via the pump to address elevated bg and received intravenous fluids of saline and insulin while in the hospital. Customer was released from the hospital on (B)(6) 2021 with no permanent damage and the issue resolved. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.